Manufacturer narrative:
Approximate age of device - 96 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient log file was submitted for review. The patient reported hearing hazard alarm when the pump was connected to battery. The manufacturer¿s technical services representative reviewed the submitted log file and reported that it was suspected of something passing through the pump because there are power elevations prior to and in between the times when the speed drops/pump stop occurs. The event occurred while the patient was on battery. The system controller was exchanged at the end of the log file because a driveline disconnect event was observed. The patient was reported to be stable and asymptomatic. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported pump stop and low speed events were confirmed via the evaluation of the log file data provided by the account; however, specific cause for the events cannot be conclusively determined. The submitted log file contained relevant data spanning from day 95 hour 6 minute 54 to day 97 hour 8 minute 26, per the timestamp. Multiple momentary low speed events were recorded throughout the log file, beginning on day 96 hour 21 minute 20. Low speed alarms were recorded on day 97 hour 2 minute 18 and occurred in conjunction with a pump stop event. No other notable alarms were captured in the log file. The account reported that the patient¿s system controller was exchanged, which appears consistent with the captured events following timestamp day 97 hour 8 minute 26. It was reported that the pump stop and low speed events captured in the log file occurred during the patient¿s implantation hospitalization. An echocardiogram was performed and was unremarkable. The cause of the events was not identified, and the patient was discharged home in stable condition as the events were not repeated. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate ii lvas patient handbook includes important warnings related to pump stops. This document, as well as the heartmate ii lvas IFU, outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient continued to be hospitalized after implantation. The patient was also hospitalized when the event happened however was reported to be stable and asymptomatic. The pump speed dropped to 0 rpm as pump off was recorded, therefore the patient¿s epc was replaced. Since the replaced epc was not abnormal in the logfile, the epc will not be returned for analysis. An echocardiogram was performed but no cause was found. The patient was discharged because there was no repeatability.